Manufacturer narrative:
UDI - is unavailable at this time. Once the investigation is completed, UDI number will be provided. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after inserting the angioseal into the sheath, the anchor did not get out of the sheath. The following information was provided by the user: it seemed that the sheath is too long. They pulled back the whole system. They finished the intervention by manual compression for 15 minutes. It was reported that there was no significant loss of blood. Bleeding occurred in the procedure room. It was reported that the patient condition was stable with no harm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal vip device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood like substance was found which is consistent with use. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. There were indentations in the carrier tube assembly indicative of a bend or kink in the carrier tube sheath. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become partially exposed. The deployment sleeve was then moved into the rear lock position and the anchor receded back into the hemostatic sheath since the entire anchor was not exposed. The kink led to an accordion of the carrier tube assembly which shortened the length of displacement leading only a portion of the anchor to become exposed. Based on the evaluation performed the complaint could be confirmed for pullout due to the kink in the carrier tube assembly. This kink shortened the effective length of the carrier tube assembly causing only a portion of the anchor to become exposed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.